Event description:
It was reported that a foam piece fell off of a harmonic scalpel while the device was in use. The complaint did not specify whether the piece fell into the pt or whether it was retrieved.

Manufacturer narrative:
Final investigation showed that the tissue pad of the device was missing. Such damage is often a result of actuating the device when there is no tissue between the metal rod and the tissue pad.